Manufacturer narrative:
E1: initial reporter phone #: one additional phone number applies: (B)(6). A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the coagulation time took longer than normal and there were traces of blood appear on the walls after centrifugation on unspecified number of tubes. No patient impact reported.

Event description:
It was reported that while using bd vacutainer® sst¿ ii advance blood collection tubes, the coagulation time took longer than normal and there were traces of blood appear on the walls after centrifugation on unspecified number of tubes. No patient impact reported.

Manufacturer narrative:
Investigation summary bd received four photos for investigation. Evaluation of the attached photos shows evidence of fibrin, poor barrier separation, and red cell hang up. Additionally, a total of 100 retained samples were visually inspected, and no gel defects or additive abnormalities were found. Complaints for sample quality for the month of january 2025 were not under statistical control therefore factors that may contribute to fibrin, poor barrier separation and red cell hang up were evaluated through a clinical study to verify the design of the device met it¿s intended use. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to duplicate or confirm the customer¿s indicated failure modes (poor barrier separation, fibrin, and red cell hang up) via clinical investigation because the defects were not evident in the testing of the complaint lot samples. All visual observations of both retention and control samples demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has been confirmed for the indicated failure mode: fibrin, poor barrier separation, and red cell hang up based on the photo analysis corrective and preventive action has been opened to address the issue. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends. Bd quality will continue to monitor sample quality complaints.